Event description:
It was reported that the patient's heart function had deteriorated remarkably approximately 13 months after implant. Normal operation of the device was confirmed. No lead impedance issues were noted. Hospitalization with medical treatment was planned. Three days later, "sudden changes in the patient's condition" were observed, the patient was admitted to the hospital, and died. The physician analyzed the save to disc information and confirmed 4 non sustained ventricular tachycardia episodes that had coincided with the sudden changes in the patient's condition. The physician questioned if the short interval counts were related to lead failure, and contributed to the sudden changes in the patient's condition.

Manufacturer narrative:
It was reported that the patient's heart function had deteriorated remarkably approximately 13 months after implant. Normal operation of the device was confirmed. No lead impedance issues were noted. Hospitalization with medical treatment was planned. Three days later, "sudden changes in the patient's condition" were observed, the patient was admitted to the hospital, and died. The physician analyzed the save to disc information and confirmed 4 non sustained ventricular tachycardia episodes that had coincided with the sudden changes in the patient's condition. The physician questioned if the short interval counts were related to lead failure and contributed to the sudden changes in the patient's condition.